Event description:
It was reported that the device had a primary audible alarm post. No patient injury report.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals removed and the battery door was cracked. Right plunger case cracked. The history log showed an auxiliary control unit (acu) watchdog and primary audible alarm post errors. The device was tested using start-up, flow and occlusion tests which were unable to duplicate the issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the manufacturer replaced the speaker as a preventative measure.